Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 was not detected on the bus due to the damaged magnet on the latch insep. To address this problem, a field service engineer replaced the latch insep and ensured that all cables and connections were properly secured the system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the drawer 2.2 was not detected on the bus, which hindered users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.